Manufacturer narrative:
If implanted; give date: n/a (not applicable) lens was not fully implanted. If explanted; give date: n/a (not applicable) lens was not fully implanted; therefore, not explanted. Device evaluation: the product was discarded by the customer; therefore, it was not available for investigation. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
Problems with the cartridge were encountered. The lens was inserted into patient's eye but had to be cut in pieces to remove it. The doctor implanted a different lens. In follow up with the customer, it was found that the problem with the cartridge was that the lens got stuck in it. The customer thinks that the cartridge was smaller in diameter and that the lens could not get through all the way. The lens was partially inserted into the eye. The doctor had to cut the lens in pieces to remove it. There was no incision enlargement, no vitrectomy, no sutures and no patient post-op injury. There was no mention of deficiencies with the cartridge tips. No additional information was provided to abbott medical optics.